Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that the surgeon was performing a right primary total hip on patient who had protrusio hip. The surgeon could not get a good fit on first two cups that surgeon opened for the surgery and surgeon opened a third cup and it worked fine.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon was performing a right primary total hip on patient who had protrusio hip. The surgeon could not get a good fit on first two cups that surgeon opened for the surgery and surgeon opened a third cup and it worked fine.